Manufacturer narrative:
The results of the investigation are inconclusive since the lead and the device were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch (ams) episodes were noted. The physician alleges that the ams is due to external noise on the atrial and ventricular channels. The patient will continue to be monitored and was in stable condition. Manufacturer related report: 2017865-2017-31588.